Event description:
The patient experienced stent thrombosis. A synergy xd was implanted. The patient presented with stent thrombosis. No further details were provided regarding treatment or the patient's status.

Manufacturer narrative:
E1 initial reporter address: (B)(6). E1 initial reporter zip code: (B)(6). B3 date of event, d6a implant date: used the first day of the month bsc became aware of this event as specific dates were not provided.